Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead thresholds were found to have increased to high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.